Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had prime/filling anomaly. The customer was assisted with prime rewind troubleshooting. The customer's blood glucose level was 168mg/dl at the time of the incident. The customer stated that insulin was squirting out during the manual prime process and continued to drip after the motor stopped and after letting go of the act button. The customer stated that the tubing connector was not wet with insulin ad that there was no gap between piston and reservoir stopper. The customer was advised to change the infusion set and reservoir and to run priming process. The customer was able to prime and was explained to that the set change resolved the issue. The customer mentioned receiving a no delivery alarm during prime rewind troubleshooting, and troubleshooting for no delivery was also performed. The customer was advised to disconnect, reconnect reservoir from tubing and to manually push with plunger, but the customer stated that insulin did not exit. A new set was used and insulin exited during manual plunger push and the alarm did not occur during rewind and manual prime. The customer was advised of a possible issue with the infusion set and was advised to return the products. The reservoirs and infusions sets will be returned for analysis.